Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2014-21553. Reference MFR. Report: 1627487-2014-21554. The patient received an off-label system consisting of two supra-orbital leads and one occipital lead. It was reported the patient experienced auto-reduction (positional in nature) through the occipital lead. Re-programming at the time was successful in providing stimulation. X-rays did not reveal any anomalies. Follow-up identified further diagnostic testing indicated multiple invalid impedances on two of the patient's leads. Reprogramming was unsuccessful in providing effective stimulation. As a result, surgical intervention will take place as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.